Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the patient had her neurostimulator (ins) taken out 8-10 years ago but could not provide the date or even the year it was taken out. Patient stated that it never helped her problems since it was up in, on (B)(6) 1995. Patient stated the trial worked well but the permanent never worked. Patient then stated that she started trying to dig the battery out of her stomach in her sleep. Patient stated she guesses her body didn't like and would have gouge marks on her stomach where she tried to take it out. Patient stated this was a few years ago but couldn¿t narrow down the year. Patient stated the implant site would also be itchy at times. Patient stated she guesses something was wrong if she was trying to dig it out in her sleep. No further complications were reported/anticipated.